Event description:
It was reported the insulin pump alarmed motor error during the night. Customer reported there was moisture under the display. Customer did a battery change but anomaly persisted. Customer does not know blood glucose. No further information reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. No alarm for a software error or a motor position encoder error could be verified in the history file due to the motor error alarm. The insulin pump was received with moisture damage to the electronics, vibrator and battery tube assembly. No moisture damage was noted on the keypad. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, and minor scratches on the display and reservoir tube windows.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.